Manufacturer narrative:
No eval other description: analysis cannot be completed at this time due to pending litigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was also noted that the patient received inappropriate shocks. The right ventricular (rv) lead had a confirmed rv coil fracture, which resulted in an occluded subclavian vein. Increased impedance and high short v-v intervals were noted upon interrogation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.